Manufacturer narrative:
H6: medical device problem code 1494 clarifier- incorrect anatomy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. T was reported that the procedure was to treat a lesion in the left ulnar vein and perforator vein. It should be noted that the supera instruction for use states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and / or proximal popliteal artery with reference vessel diameters of 4.0 to 6.5 mm, and lesion lengths up to 140 mm. In this case, it could not be determined if using the supera off-label caused or contributed to the reported deployment issue. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the distal sheath of the delivery system was bent in the anatomy such that the ratchet was unable to engage the stent properly resulting in the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that procedure was to treat a lesion in the left ulnar vein and perforator vein. Angioplasty of the lesion was performed with a 4.0x15mm non-complaint balloon followed by serial dilation with 6x40mm, 7x60mm [perforator vein] and a 7x40mm [ulnar vein] non-abbott balloons. A 6.5x80mm supera self-expanding stent delivery system (ses); was advanced and attempted to be deployed. After releasing 1/6 of the stent, the thumbsilde continued to work; however, no further deployment of the stent was noted. The physician wiggled the ses catheter and the stent was able to be successfully deployed at the target lesion. The delivery system was removed under fluoroscopy. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.